Event description:
During infusion of a tpn fluid into a central line on a home-care pt, air repeatedly would pass the filter and accumulate 2 to 3 inches below the y-site. From six to eight housecalls were made to the pt on march 15 before the setup was discontinued. The clinical staff would think the air had been eliminated, and then after infusion of about 200cc's of tpn fluid, air would appear again. No air at any time entered the pt, who sustained no ill effects.